Event description:
It was reported that during coil embolization with a double catheter, the coil (subject device ) was implanted as the first coil and other three non-stryker coils were implanted inside the coil (subject device). During attempt to detach the coil (subject device) with inzone, the coil delivery wire (subject device) was broken at the proximal contact. The coil (subject device) could not be removed because other three coils were already implanted, so the physician tried to detach the coil (subject device) with inzone but it couldn't detach. The physician exposed an anode inside the delivery wire and the coil (subject device) was finally detached using barricade coil detachment system.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during coil embolization with a double catheter, the coil (subject device ) was implanted as the first coil and other three non-stryker coils were implanted inside the coil (subject device). During attempt to detach the coil (subject device) with inzone, the coil delivery wire (subject device) was broken at the proximal contact. The coil (subject device) could not be removed because other three coils were already implanted, so the physician tried to detach the coil (subject device) with inzone but it couldn't detach. The physician exposed an anode inside the delivery wire and the coil (subject device) was finally detached using barricade coil detachment system.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.